Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, the patient was diagnosed with a vitreous hemorrhage, elevated intraocular pressure (iop), and hyphema in the implanted eye. The patient was prescribed medication to treat the elevated iop. On (B)(6) 2018, the patient underwent pars plana vitrectomy with a silicone oil tamponade. Patient's vitreous hemorrhage and elevated iop were considered resolved on (B)(6) 2018, respectively. The hyphema continues to improve. There was no defect or malfunction of the device associated with this event.